Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08514. It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with inappropriate automatic mode switch episodes from their implantable cardioverter defibrillator. The episodes were caused by far-field r-wave over-sensing. Further investigation revealed that the left ventricular lead exhibited increased capture threshold. No intervention has been performed and patient will continue to be monitored until they can be seen in person. Patient condition after the event was stable.